Event description:
Healthcare professional later confirmed "grade 3". Record is for right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture baker unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker unknown.

Event description:
Healthcare professional reported exchange due to ¿capsular contracture baker unknown¿. Record is for right side. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12aug2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.